Event description:
It was reported that shaft break occurred. A 2.75mm x 24mm veriflex stent was selected. During preparation it was noted that the shaft broke. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a veriflex stent delivery system (sds) with a veriflex inner packaging pouch, product mandrel and protective tubing. The batch number on the packaging and device matched the reported batch. The product mandrel was loaded in the wire lumen. The protective tubing was covering the balloon and stent. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The mid-shaft was necked-down and stretched from the guidewire exit notch. The mid-shaft was completely separated from the guidewire exit notch. The fracture surfaces are consistent with a fracture due to tensile overload. Magnified inspection of the balloon did not reveal any damage or irregularities. There was no evidence of material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75mm x 24mm veriflex¿ stent was selected. During preparation it was noted that the shaft broke. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).